Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was intractable spasticity. It was reported that there was pocket erosion and the device ruptured the skin. The patient had a recent pump replaced and since this time the pump pocket has dehisced. The issue started in (B)(6) 2019, after implant ((B)(6) 2019). The plans are to move the pump to another area of the abdomen. The rep was inquiring about catheter compatibility. An active infection was ruled out. It was unknown if it was a sudden or gradual change in symptoms. There were no further complications reported/anticipated.

Event description:
Additional information was received from the rep on 2019-jul-16. It was reported that the device was explanted on (B)(6) 2019. No patient weight was provided. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.